Manufacturer narrative:
Due to character limit in e1 event site name is long island jewish medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a failure observed by user during routine check ¿artifact on screen¿. Tested and observed on power up. Isolated display failure. No patient involvement. No harm.

Manufacturer narrative:
Updated fields - b4, d9, e2,e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field : d7a. A getinge field service engineer (fse) was dispatched to evaluate the unit, he tested and observed on power up. Isolated display failure, video drive cable, cleaned and reseated and corrected failure. Unit passed all functional and safety tests per factory specifcations, returned to customer.

Event description:
N/a.